Event description:
It was reported that when preparing for a surgery, it was noticed that the bur was broken inside the package. It was further reported that the packaging appeared dented. It was also reported that the bur was not used on a pt and the sterile area was not compromised, another bur was readily available.

Manufacturer narrative:
The device subject to this investigation was returned for evaluation to the manufacturing site. It was visually confirmed that the packaging was damaged and the bur was broken. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.